Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a hysterectomy w/rso and an avaulta mesh implanted on (B)(6) 2006 due to pop. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted with concurrent hysterectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.